Event description:
Every time I used the product it would show a trace amount of a uti(urinary tract infection) but when I would go to the doctor after the test I would have a full-blown uti that needed antibiotics, this happened every time using these test strips, always the same reading. Using these test strips, I consistently had a trace amount of bacteria causing utis. Each time I did it, I received the same results, then would go to the doctor and have a full-blown uti, not just a trace amount that ended up needing antibiotics. This happened every time.